Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine generator replacement procedure, when the right ventricular (rv) lead was implanted into the new implantable cardioverter defibrillator (ICD), impedance measurements for the superior vena cava (svc) coil and rv coil were unable to be obtained and the lead exhibited high/undefined rv coil impedance. It was also noted that the lead placement was checked several time and the ICD was opened and attempted but not able to be implanted due to the issue with the rv lead. The rv lead was capped and replaced and the ICD was not used and a new ICD was implanted. No patient complications have been reported as a result of this event.